Manufacturer narrative:
The device has been received for evaluation, however, investigation is not yet complete.

Event description:
The event involved a primary plum set, 15 micron filter in sight chamber, clave secondary port, clave y-site, secure lock, 272 cm in which the customer reported that they noticed it dripping very infrequently as it was hanging (5% dextrose & ns was being administered) waiting for the oxaliplatin to be hung. There was patient involvement, delay in therapy but no patient harm was reported as a consequence of this event.

Manufacturer narrative:
Received one used 140019291 primary plum set for inspection. The cassette was observed to be warped. The set was primed per packaging directions with no issues. The cassette could not be inserted into the plum pump due to the warpage on the cassette. The probable cause of the deformed cassette is due to excessive heat during transportation. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.